Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/23/2019. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: urology 66: 754¿759, 2005 doi: 10.1016/j.urology.2005.04.071. (B)(4).

Event description:
It was reported in a journal article with title: ultrasound and urodynamic comparison between caudocranial and craniocaudal tension-free vaginal tape for stress urinary incontinence. The objective of this study is to compare the efficacy and safety of the conventional caudocranial tension free vaginal tape (tvt) procedure and craniocaudal tvt procedure for the treatment of primary stress urinary incontinence. Of the 90 female patients, 45 patients (mean age of 49.9 ± 9.1 years) underwent consecutive craniocaudal tvt procedures (top-down, tvt-a) from november 2002 to january 2004. The other 45 patients (mean age of 47.4 ± 8.1 years ) underwent conventional caudocranial tvt procedures (bottom-up, tvt-v) performed september 2001 to november 2002. The average follow-up period for caudocranial tvt and craniocaudal tvt was 1.9 years and 1.4 years, respectively. The caudocranial tvt procedure (bottom-up, tvt-v) was performed under local anesthesia with adequate sedation. For the craniocaudal tvt procedure (top-down, tvt-a), the methods of anesthesia, abdominal incisions, and tvt instruments (ethicon) used were exactly the same to those of tvt-v procedure. Failure was noted in two patients in each group. Three bladder perforations and two vaginal mucosa perforations occurred during tvt-a while only one bladder perforation occurred in the tvt-v group. Removal and reinsertion of the abdominal guide or tvt needle was done. For those with bladder perforation, a foley catheter remained in place for 2 days. Three patients in the tvt-v group and four in the tvt-a group had urinary retention immediately postoperatively. Clean intermittent catheterization was used in these patients and a hegar dilator was introduced through the urethra to depress it and offer relief from the retention. Two patients in the tvt-v group reported de nova urge incontinence and 1 had de nova detrusor overactivity at 1 year of follow-up. A significant increase occurred in the maximal urethral closure and detrusor pressure at maximal flow in the tvt-a group, suggesting that the craniocaudal placement of the mid-urethra tape was relatively more obstructive than the caudocranial approach. The authors concluded that caudocranial and craniocaudal tvt procedures are highly effective, minimally invasive, and safe procedures in the treatment of urinary stress incontinence. The variations in implanted tape position and postoperative sling obstruction were most likely caused by the mode of insertion.